Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased and the fluoro functions board was reseated. The hard drive, cine drive, touch screen monitor, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system made a loud noise then locked up with a communication error message during a case. No pt injury was reported.